Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 450 mg/dl. The customer attempted several infusion set changes in an attempt to lower her blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump alarmed no delivery. The self test passed. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to complete troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.